Manufacturer narrative:
Follow-up #1: date of submission 01-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: a review of the pump¿s black box data showed multiple unexplained pump reboots. A visual inspection of the pump showed the battery compartment was cracked at the threads and below the grip pad. No evidence of moisture contamination was observed inside the battery compartment. The returned battery cap had stripped threads and was unable to fully tighten to the pump; a power loss was duplicated. Using a test battery cap, the pump powered on and was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The reported alleged the battery compartment was cracked/damaged, and the cap having stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.